Manufacturer narrative:
The device was not returned to the manufacturer for evaluation or repair. The service records indicate that the device has not been in for service since purchased in 2004. Clinical follow up indicated zimmer single use sterile cuffs are being re-used after gas sterilization, and the recommended '2 finger' protocol for fitting cuff is not being followed. Unable to determine exact cause of reported complaint as device was not returned for evaluation.

Event description:
It was reported that the zimmer ats 1200 was involved in an incident that caused pt harm. Additional clinical follow up with the hospital on (B)(6) 2011, indicated that the staff reported that the pt had thin arms and was using a reprocessed zimmer single sterile cuff. The tourniquet was applied by the surgeon with webril underneath, usual protocol is to apply tightly, without room for 2 fingers. Upon removal of the cuff after a 98" procedure, "skin was found to be ecchymotic under cuff." Marcaine injection was required to alleviate pain during post-op period.